Event description:
Customer claims that the alarm is reading low battery even with new batteries. There was no patient incident or injury reported. Evaluation for the returned product shows the nurse call functions intermittently.

Manufacturer narrative:
Evaluation for the returned product shows that when tested the nurse call functions intermittently. The battery light came on, but is dim. The alarm case is damaged on the bottom right corner. Manufacturer references (B)(4).